Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the start of patient treatment, an internal blood leak occurred on a revaclear 300 and the machine generated an alarm. The dialyzer was replaced to continue the treatment. However, another internal blood leak occurred and the treatment was discontinued. There was no patient injury or medical intervention associated with this event. No additional information is available.